Event description:
An implantable pulse generator (ipg) system was returned from the funeral home with limited information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg system. A cause of death was not reported.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: (B)(4) implanted: 2012 (B)(6); (B)(4) implanted: 2013 (B)(6); product ID: (B)(4) implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.